Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection, per instructions for use, under precautions: do not deploy the clip in areas of calcified plaque. Against resistance, per instructions for use, under closure procedure: if resistance is met upon removal of the device, insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. The device was not returned for analysis. The reported difficulties appear to be related to user technique and the treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified left common femoral artery was attempted using a starclose se device via a 6fr sheath, after a stent was placed in the superficial femoral artery. Reportedly, after the clip of the starclose se device was deployed, the device became stuck in the subcutaneous tissue. The starclose se device was removed by securing the site and pulling the device out. The access ports were not used to facilitate device removal. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.